Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_stimloc_acc, serial # unknown, product type accessory; product ID neu_stimloc_acc, serial # unknown, product type accessory. (B)(4).

Event description:
It was reported that the stimloc cover would not seat properly as it kept popping out of place. The healthcare provider (hcp) stated that ¿he tried rotating the cover 360 degrees with both covers he had tried, they were not grasping at all.¿ the hcp was going to try a third cover. The reporter stated that everything appeared to be flat or level and that they did not want to risk disrupting the lead. The reporter stated that the hcp was going to try using cement to hold the cap in place. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the issue was the position of the stimloc basis was not ¿smooth¿ on the head. The patient was doing very well and they received effective tremor reduction. It was noted nothing was explanted because the cap was lost. They had a second procedure scheduled for late july.